Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 - 41 mg/dl. Suspected cause was due to having a carb ration setting that was too high/too low. Customer consumed carbohydrates to address bg. It was reported that a minimum fill notification occurred after the user filled the cartridge with 260 units of insulin during the load sequence. Tandem unable to confirm customer's back up insulin therapy method while pump is being replaced.